Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was not capturing data and had migrated from the original implantation site. Multiple follow-up attempts to the patient's clinic were unanswered. The icm appears to remain in use. No patient complications have been reported as a result of this event.